Manufacturer narrative:
Review of the instrument images showed that roi's were in an acceptable placement. The images showed clean button and solid monolayer background. Due to the delay in the customer reporting, retention product was not tested. The customer did not return sample for investigation testing.

Event description:
Customer reported unexpected positive reaction reaction for a sample tested on galileo. The sample was tested on the olympus pk7200 and resulted as o negative. It was then tested on the galileo for weak d and resulted with a 3+ reaction.